Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221870e0, model: sc-2218-70e, (B)(4).

Event description:
It was reported that following a trial procedure, the patient experienced pain in left extremity and did not tolerate it well. The physician believed it was procedure related. The patient had a lead pull and were discarded per facility policy.